Event description:
It has been reported to philips that the c-arm and table movements of the allura device were unavailable. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot do movement. Upon trouble shooting, fse found no enmv signal, thus geo module cable had become less crowded, which needed to be reconnected. Fse reconnected geo module cable and the system was returned to use in good working order. The codes were updated based on the investigation outcome.